Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 1121308-2018-00105.

Event description:
This is 2 of 2 reports. A regional sales manager reported on behalf of the customer that duragen rm dural regeneration matrix 3x3 was implanted in the posterior fossa and then they used duraseal 5ml on it on (B)(6) 2018. After two months, they saw leak collection. When they reopened the patient, they did not find the products.

Manufacturer narrative:
Integra has performed a thorough review of the reported incident. There was no product received back, as such only a DHR review was conducted. The DHR review concluded there were no assembly component related failures at the time of release. With the information provided a root cause could not be reliably determined. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate.

Event description:
N/a

Manufacturer narrative:
Additional information received on 01dec2018 with the following: the (B)(6) male patient arrived at the hospital without any deficit, just few "walk deficit" caused from the benign tumor. The patient had a good outcome after the procedure. After two (2) months, the patient came back at the hospital because of the fistula, which was treated immediately. It was noted that when the doctor retreated the patient for the fistula after 2 months, the doctor didn¿t find any trace of duragen. It was reported that currently, the patient is okay.

Event description:
N/a